Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had continuous low flows despite right heart catheterization investigation and medical interventions. No other alarms were present. It was planned to adjust the low flow limit to 2.0. Log files were sent for review. Log files captured a low of low flow estimates and low flow hazard events. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log file. Based on the log file the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically. It was later communicated that the patient had extrinsic outflow graft obstruction (eogo) per imaging and had outflow graft revision on (B)(6) 2026. Once compression was relieved, the flows returned to normal and the patient was discharged to home.